Event description:
It was reported that system battery life had deteriorated and ran out very quickly, requiring more frequent charging for system to function. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting by technical support, no additional information was obtained, and no further action was required.